Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D2: device product code. D4: catalog . G3: date received by manufacturer. G4: PMA/510(k) number. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change no to yes. One certain® low profile one-piece abutment 3.4mm(d) x 2mm(h) (ilpc342u) and one unk retaining screw were returned for investigation. Visual evaluation of the as returned product identified that screw fractured inside the low profile abutment. Signs of use on the threads. Functional testing could not be performed since the device was fractured. Pre-existing conditions, tooth location and duration of placement was unknown due to limited information provided by customer. X-ray or picture images were not provided. Review of appropriate documentation: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review by item (ilpc342u) was performed over a one-year period and no complaints related to nonconforming products were identified using keyword fracture screw. Complaint history review for unk retaining screw could not be performed without item/lot information. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: fracture: screw) or products (ilpc342u & unk screw). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. First/given name: unknown / not provided. PMA/510(k) number not available.

Event description:
Doctor reported screw fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer h6: evaluation codes h10: additional narrative one certain® low profile one-piece abutment 3.4mm(d) x 2mm(h) (ilpc342u) and one unk retaining screw were returned for investigation. Visual evaluation of the as returned product identified that screw fractured inside the low profile abutment. Signs of use on the threads. Functional testing could not be performed since the device was fractured. Pre-existing conditions, tooth location and duration of placement was unknown due to limited information provided by customer. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review: complaint history review by item (ilpc342u) was performed over a one-year period and no complaints related to nonconforming products were identified using keyword fracture screw. Post market trend review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: fracture: screw) or products (ilpc342u). Therefore, based on the available information, device malfunction did occur for the retaining screw but no malfunction has been identified for the ilpc342u. This event is no longer reportable for the ilpc342u abutment.

Event description:
No further event information is available at the time of this report.